Manufacturer narrative:
The reagent lot number was 88004701 with an expiration date of 31-aug-2026. The field service engineer found the wash was overflowing, and he performed adjustments. A photometer check had values out of range, and a heat filter was replaced. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. Two examples were provided. Example 1 initial result was 4.99 mg/dl, and the repeat result was 8.08 mg/dl. Example 2 initial result was 6.31 mg/dl, and the repeat result was 9.30 mg/dl.

Manufacturer narrative:
General reagent issues were excluded as no further events were reported, and the results believed to be correct were obtained with the same reagent. The investigation determined that the service actions resolved the issue.